Event description:
It was reported that during patient use, the ventilator oxygen sensor malfunctioned. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). A oxygen (02) sensor was received for evaluation. Visual inspection was performed, and it revealed no anomalies. The unit was installed into a failure investigation test ventilator (fitv) for analysis. The ventilator passed all tests, and it was found to be operating within the manufacturing specifications. However, the o2 sensor failed calibration. The 02 sensor was returned to the manufacturer (maxtec) for failure analysis. Their findings concluded that this device failed due to a 20% low rt high. Maxtec is in the process of determining if there have been any other complaints received for this lot, and if further investigation is warranted. The customer reported complaint was verified.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is pending.